Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, a vessel was injured, and the procedure was converted to open. This event occurred while the surgeon was dissecting the gallbladder from the liver. In order to get the bleeding under control, another surgeon came to assist. Several attempts were made to identify the source of the bleed robotically; however, it was unsuccessful. It was specified intuitive's devices did not contribute to the reason for the conversion. Multiple attempts to obtain additional information have been made; however, no further details have been received.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.